Event description:
The reporter indicated the surgeon implanted 12.5 mm icm125v4 implantable collamer lens in the pt's left eye (os) on (B)(6)2008. The lens was explanted on (B)(6)2010 due to low vaulting. The icl was exchanged for a longer lens. The pt's current bcva is 20/20.

Manufacturer narrative:
Secondary surgery, (B)(4).